Manufacturer narrative:
This report is submitted on october 05, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, it was reported that the patient experienced swelling at the implant site and no sound. Subsequently the patient was treated with oral antibiotics (date not reported). Additional information has been requested; but has not been made available as of the date of this report.

Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2019 due to incorrect device placement. The patient was reimplanted with a new device during the same surgery. This report is submitted on june 12, 2019.

Manufacturer narrative:
Device investigation completed and device analysis report #144348 attached with this follow up. This report is filed on july 12, 2019.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018 to have fluid drained from the receiver/stimulator area. This report is filed on november 08, 2018.